Manufacturer narrative:
(B)(4). No further details regarding patient, product or procedure were provided by the reporter.

Event description:
According to the reporter; after use in a total laparoscopic hysterectomy, the vaginal vault was closed, it was noticed that the needle of the device was off. An x-ray was used in order to find the needle and the needle was retrieved. The patient was under anesthesia for 1.5 hours longer than originally scheduled. Age and weight of the patient are not available. There was no additional patient injury or ill-effects reported as a result from the retrieval of the needle or the anesthesia. There was no unanticipated tissue loss, tissue damage or bleeding. Patient current status reported as stable. The samples were confirmed to be discarded.